Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the user was unable to pull the medication. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the registered nurse unable to pull medication. The technical support specialist (tss) verified and confirmed there were three orders: one placed 24 hours earlier when the rn could not remove the medication, then the pharmacist placed another order, but the rn still could not remove it. Finally, the pharmacist placed an order for the morning, which worked. The last order was successful, so the immediate issue with medication removal was resolved. The tss had checked the logs and shown the customer that the first two orders had a ¿give¿ time well before the time the orders were started or received by the es server, but the third order was available. However, clarification was still needed regarding the difference between the scheduled time and the explicit time. The tss had not been fully familiar with how the pis system sent the orders but believed that the scheduled time and explicit time were similar. The explicit time had been the exact ¿give¿ time that pyxis used to calculate when a medication was due. The system functioned as intended after the technical support specialist troubleshot the device.